Event description:
It was reported that (B)(6) female patient (B)(6) underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring prolonged hospitalization and possible surgical intervention. A prn was inserted into the left ventricle (lv) via an atrial septal perforation to treat vt of left ventricular origin. At that time, no pericardial effusion was observed, and lv mapping was performed. After that, a catheter was changed to a thermocool® smart touch® sf bi-directional navigation catheter and ablation was performed. When the lateral side of the lv base was ablated the patient¿s blood pressure decreased and decreased heart motion were observed on x-ray. Cardiac tamponade was confirmed by echocardiography, and pericardial drainage was performed. Bleeding did not stop with drainage, so they considered opening the chest to stop bleeding and temporarily returned to the intensive care unit (ICU). Atrial septal puncture was performed with a radiofrequency (rf) needle. There was no steam pop. Flow rate setting for irrigation catheter was 35 w 30ml. The details of the patient condition was circulatory failure which required pericardial fluid drainage, vasopressor loading and blood transfusion were done. A thoracotomy hemostasis was considered, and the patient temporarily returned to the ICU. The physician's opinions on the relationship between the event and the product, there was a comment that there was no particularly large change at the time of abl, and since the blood gas of drainage showed it was venous blood, there was the possibility that the la was damaged, not the lv. The patient required extended hospitalization because of the adverse event. The generator used in the case was a smartablate. The force visualization features used were real time graph; dashboard; vector; visitag with fot and tag index.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because the lot # e8371246, provided by the customer, could not be recognized as a valid lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-jun-2022, additional information was received indicating that it was predicted that the blood color would not be arterial blood in the drainage, and then it was judged that it was venous blood from ph, po2, hco3 (detailed values could not be heard) by blood gas sampling. The intervention is as follows: drainage, pressor agent, blood transfusion, protamine administration. After returning to the intensive care unit (ICU), the amount of drainage was small, and it was not possible to reach a thoracotomy operation. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse was reported as fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. The examination is only echo and the progress is good. It is said that the patient would be discharged. Relevant history hypertension and hypertrophic cardiomyopathy. A smartablate generator was used during this case. The pump was working normally, there was no change in impedance. No steam pop events were seen on either the doctor's side or the operator's side. No error messages. Visitag module parameters for stability were range: 3mm, time 3sec, force over time of 25% and 5g,tag size: 2mm ablaton index (ai):high400 with fot and tag index. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).